Event description:
On (B)(4) 2011, a spontaneous report by a physician was received from a company rep regarding a (B)(6) female who received an injection of restylane (cross-linked hyaluronic acid dermal filler). On (B)(6) 2011, additional info was received from the physician. Based on the info received, the case was upgraded to serious due to the pt's hospitalization. Medical history, skin type and concomitant medications were not reported. The pt received an injection of restylane (syringe size and amount injected not reported) on an unspecified date in (B)(6) 2011 (reported as "approx 1 month ago" from the date of the report) to the temples, upper orbital hollows and nasolabial folds. Pre-procedure medications used and additional procedures performed at the time of the implantation were not reported. On an unspecified date in (B)(6) 2011, after the implantation, the pt experienced swelling and noticeable nodules in the areas where restylane was injected. On (B)(6) 2011, additional info was received from the physician. The physician confirmed the info previously reported by the company rep to be accurate. Additional medical history included an injection of restylane (amount injected not reported) on an unspecified date in 2010 (also reported as "about a year ago") to the upper and lower eyelids, cheeks, lips, and temples; and a mohs reconstruction on (B)(6) 2011. The pt received a "multiple syringe" injection of restylane (syringe sizes used and amount injected not reported) on (B)(6) 2011 to the upper and lower eyelids, cheeks, and lips. On (B)(6) 2011, after the implantation, the pt began to develop bilateral upper eyelid swelling, and was subsequently started on augmentin (amoxicillin and clavulanate) and a 5-day taper of prednisone, with the thought that she had a sinus infection. When the prednisone taper was finished, the swelling returned with palpable nodules affecting the pt's upper eyelids, infraorbital rims, temples, cheeks, lips, chin (also reported as "any place she's ever had restylane"). The physician additionally noted the pt had granulomatous inflammation and a "highly" positive (B)(6) and indicated the pt "may have had some rheumatologic condition." On an unspecified date in (B)(6) 2011, after the onset of events, the pt received a test injection of restylane (from the same lot as the initial injection) in her arm, which did not react. On (B)(6) 2011 and (B)(6) 2011, the pt received hyaluronidase to remove all the restylane from her face. On (B)(6) 2011, additional info was received from the physician. The events of implant site swelling and implant site nodule have been deleted and subsumed under the event of implant site inflammation. On (B)(6) 2011, the pt was admitted overnight to the hospital for treatment with unspecified intravenous (IV) steroids. While hospitalized, the pt was injected with hyaluronidase to all the areas that she had received restylane, including the area where a patch test of restylane had been performed on her arm on an unspecified date in (B)(6) 2011, which had "blown up" and reacted to restylane. On (B)(6) 2011 (reported as "the next day"), the pt was discharged to home with orders for two more days of IV steroid therapy. Following the IV steroid therapy, the pt was started on oral steroids and experienced unspecified side effects from the steroid treatment. On an unspecified date in (B)(6) 2011, the pt also experienced knee pain, which the physician felt was a systemic effect on the pt's reaction to restylane. The pt was referred to three different rheumatologists and an immunologist for further eval. On (B)(6) 2011, the physician spoke with the pt, who reported that her face looked great; the pt continued treatment with low dose oral steroids. The physician did not specifically comment on the causality of the reported events, beyond the knee pain. The physician did not provide a severity assessment for the reported events. The lot number and expiration date were reported as unk.

Manufacturer narrative:
Company comment: the event of sinusitis have been assessed as unrelated to restylane. The event of arthralgia (knee pain) has been assessed as possibly related to restylane, due to the physician statement of a possible systemic effect to restylane. Additional PMA# (B)(4).